Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (could not communicate with monitor) has been confirmed. Upon evaluation the hex crimp ferrule connector was ajarred from the j702 connector inside the distribution node (dn) pca. The cause of the inability to communicate is the damaged connector. The cause of the damaged connector is the pulled cable. The root cause of the damaged cable is excessive force on the trunk cable. No adverse event resulted from the damaged cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt could not communicate with the monitor.